Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. The catheter was found to be disconnected from the catheter connector on (B)(6) 2020. The user is unsure whether the catheter came off or cut off. There was no reported patient injury.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. The catheter was found to be disconnected from the catheter connector on (B)(6) 2020. The user is unsure whether the catheter came off or cut off. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached catheter is confirmed and was determined to be supplier related. One 4 fr two-piece nxt connector was returned for evaluation. An initial visual observation showed the connector pieces were returned assembled, and use residue was observed on the returned sample. The connector was disassembled, and the distal connector piece was dissected. A microscopic observation revealed the internal compression sleeve within was advanced; however, the length of the sleeve was found to be under specification. The investigation was forwarded to the end-item manufacturing facility for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.